Event description:
It was reported that a malfunction alarm with code 12 occurred. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the reset, and verified that the malfunction did not recur. The customer was instructed to continue using the pump and to report back if any further issues arose.